Manufacturer narrative:
One device was received in used condition, decontaminated and inside in a plastic bag. Per visual inspection, the device was received without white cap and without blue clip. No damage, kinks, cuts, or other damage detected. Per functional testing, no alarms were activated. The complaint could not be duplicated or confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken since the complaint was not confirmed.

Manufacturer narrative:
Other, other text: h4: device manufacture date is unknown, no information has been provided to date. D4: lot number, and expiration date is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused a device to exhibited a "no cassette" alarm during use multiple times. No adverse patient effects were reported by the customer.